Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI =( (B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, the balloon would not deflate. It was noted that the entire inflation medium was unable to be removed from the balloon. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the catheter was cut. Functional analysis could not be performed due to the condition of the device. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, the balloon would not deflate. It was noted that the entire inflation medium was unable to be removed from the balloon. The procedure was completed with another cre fixed wire balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.